Manufacturer narrative:
An evaluation of the device cannot be performed as device was retained at (B)(6) center. Additional information has been requested but not made available. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
The arthroplasty was revised due to tibial loosening, instability, pain, and recurrent effusion. The components were implanted in situ for 8.0 yrs. Condyle, tray, and insert were revised. Patella remained implanted. The patient presented with a ucla score of 2, three months prior to revision surgery and maximum score of 7.

Manufacturer narrative:
An event regarding loosening involving an unknown insert was reported. The event was not confirmed. Method & results: -device evaluation and results: a visual, functional and dimensional inspection could not be performed as the device was not returned. However, photographs were provided. -medical records received and evaluation: the provided medical information was submitted to a consulting clinician who deemed it insufficient for a medical review. Conclusions: visual inspection was performed on the provided photographs and nothing remarkable was found on the devices. The exact cause of the event could not be determined because insufficient information was provided. Further information such as return of device, x-rays, patient history, histopathology report & follow-up notes are needed to investigate this event further. If additional information and/or device becomes available, this investigation will be reopened. Product surveillance will continue to monitor for trends.

Event description:
The arthroplasty was revised due to tibial loosening, instability, pain, and recurrent effusion. The components were implanted in situ for 8.0 yrs. Condyle, tray, and insert were revised. Patella remained implanted. The patient presented with a ucla score of 2, three months prior to revision surgery and maximum score of 7.